Event description:
The manufacturer received information alleging a difference between the blower pressure sensor and the outlet pressure sensor reading is ten (10) cmh2o or greater for five (5) seconds (e-050) error code was found on the device's error log for a bipap a30 device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the bipap a30 device at third-party service center, the third-party service technician observed the error code, difference between the blower pressure sensor and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds (e-050), in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of this error code that occurred on the device. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the port cover needs replaced for missing on the device, which was unrelated to the reportable issue.